Manufacturer narrative:
Additional information: d10, h3, h6. The reported event of premature battery depletion and back-up vvi mode during surgery was reported to abbott. The device was received in back up mode due to transient non-maskable interrupt (nmi) consistent with exposure to electrocautery during the surgical procedure. Electrical, thermal and mechanical stress testing was performed and the device exhibited normal characteristics. The device battery voltage was normal and above elective replacement indicator (eri) level. In addition, the pacing output was stable and normal throughout all tests. A longevity assessment was performed and device was in normal range of operation with the appropriate remaining longevity.

Event description:
New information was received indicating the device was replaced for normal elective replacement indicator (eri) and prior to the procedure, the device was not changed into bipolar pacing so the device reverted to back-up vvi mode. A temporary pacemaker was implanted since the patient was pacemaker dependent. The pacemaker was replaced with no adverse consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Premature battery depletion was reported. The device was explanted and replaced. During the replacement procedure, the device went into back-up vvi mode. The patient is pacemaker dependent; however, no adverse consequences were observed. The patient was stable. Further information was requested but not received.